Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, gram-positive bacteria (5 cfu/endoscope) were detected from the distal end of the device. Therefore, it became "alert level" in the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018]. Totally, unspecified microbes (26 cfu / 100 ml) were detected and staphylococcus warneri was identified. [Second time; (B)(6) 2018]. Totally, unspecified microbes (6 cfu / 100 ml) were detected (including pseudomonas sp. (2 cfu / 100 ml)). [Third time; (B)(6) 2018]. Totally, unspecified microbes (12 cfu / 100 ml) were detected, and staphylococcus capitis and rhizobia radiobacter were identified. [Fourth time; (B)(6) 2018]. Pseudomonas sp. (8 cfu / 100 ml) was detected. The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.